Event description:
It was reported that the patient was experiencing stimulation in the wrong area due to lead migration. During revision it was noted that when the lead was removed, the inserted stylet punctured through the tip of the lead. The patient underwent a lead replacement procedure and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that the stylet punctured through the tip of the lead. It appears that excessive force was exerted onto the stylet, resulting in the lead tip puncture. With all the available information, boston scientific concludes that the reported lead damage has been confirmed. A device history record review revealed no additional information related to the complaint. The probable code selected for the lead damage is unintended use error caused or contributed to event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231770, model: sc-2317-70, serial: (B)(4), batch: 7074155. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation in the wrong area due to lead migration. During revision it was noted that when the lead was removed, the inserted stylet punctured through the tip of the lead. The patient underwent a lead replacement procedure and the patient was doing well postoperatively.